Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, however helix was disengaged from helical channel, and blood noted on helix mechanism; the analyst noted that the helix would not extend due to being over-retracted with a large amount of dried blood in the sleeve head; full lead returned and analyzed.

Event description:
It was reported that before implant the lead measures were correct, but after implant the measures were "all wrong". It was further reported there was noise, oversensing, and high impedance. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".